Event description:
Leaking at side of catheter in region of clavicle, 5-6 cm distal to portal/catheter connection site. The catheter was shortened and proximal catheter segment excised. Original port and revised catheter in place and fully functional.